Event description:
Customer emailed saalt on (B)(6) 2022 asking for additional removal tips. Saalt responded with tips for disc removal and asked customer to verify if disc was currently difficult to remove. Customer followed up and mentioned that they had previously chosen to seek help from medical professionals to remove saalt disc. Saalt replied on (B)(6) 2022 asking for additional information, including when the customer chose to seek help from medical providers, what resources the customer used to help with removal, as well as photos of the disc. Customer responded on (B)(6) 2022 with the requested information. Customer noted they had worn their disc during intercourse and was able to remove it without issue. They reinserted the disc and could not remove it 12 hours later. They asked their partner for help with removal, reached out for tips, and was still not able to remove it on their own. They decided to seek medical care for removal of their disc after wearing it for 24 hours. They claim that they could feel the rim of the disc but had trouble getting it to move to release the seal. The disc was discarded by the doctor. Saalt issued a refund for the purchase of their disc on (B)(6) 2022. Instructions for use (IFU) states to remove the disc: "consider removing your cup in the shower or while sitting on a toilet. Insert your finger behind your pubic bone to feel for the rim of the disc. Hook your finger behind the removal notch, gently pulling down on the grip lines to untuck the saalt disc." It also states that "if you can't reach your disc when inserted, don't sweat it! The disc won't get lost inside the vagina. Your disc can move higher if you have a high cervix. Walk around, wait 30 minutes, and try again, or switch to a different position. If you are sitting on the toilet, try squatting low in the shower or vice versa. You can use your pelvic muscles to move your disc lower; this will feel similar to having an easy bowel movement. Do not strain and keep breathing deeply while doing this." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.